Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.25mm x 2.65mm in size. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy - benign surgical procedure, the monopolar curved scissors (mcs) instrument's tip couldn't be smoothly inserted. Upon visual inspection, the tip seemed to be broken and a backup mcs tip was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was found before use, so it was not used on patient. No fragments fell from the device within a patient. There was no patient injury.